Event description:
As reported, the plug of a 6/7 mynx grip vascular closure device (vcd) remained stuck in sheath and was not deployed. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.